Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient got an infection in her spine "about a month after implant" in 2003. She reported she was unable to sit or lean back due to pain in her back due to the infection. The infection was confirmed. The patient was put on intravenous antibiotics and had a PICC line for 4 months. No further complications were reported.